Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the device not working properly. During the procedure the existing device was removed an a new aus was implanted. On the procedure it was noticed that there was no fluid in the device. The patient did not experience any adverse effects and the surgery was said to have gone smoothly but the device had not been activated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified reasons. During the procedure the existing device was removed an a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the device was not working properly leading to the procedure. During the procedure no fluid on the device was noted. The patient did not experience any adverse effects and the surgery was said to have gone smoothly but the device had not been activated.